Event description:
Additional information received noted that the right ventricular lead was explanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. No other anomalies were identified.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing causing episodes of high ventricular rate and pacing inhibition. No intervention was performed. The patient was in stable condition.